Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a patient's vns programming history, it was identified that a faulted systems diagnostics test occurred on (B)(6) 2009 which changed the patient's vns settings to unintended settings. The settings were all corrected except for the magnet on time, which was left at 30 seconds on when it was previously at 60 seconds on. The magnet on time was corrected to 60 seconds on (B)(6) 2009.